Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 204 syringe solomed 3ml ll w/shld sla experienced a crack in the body of the syringe.

Manufacturer narrative:
Investigation: DHR, quality notification and maintenance analysis were performed and the maintenance occurrence (B)(4) potentially related to the complaint was observed. The image sent by the customer were verified and it was possible observe barrel damaged at 2 sample. The potential cause for the occurrence is a jam on assembly machine system, which caused the barrel crack.

Event description:
It was reported that 204 syringe solomed 3ml ll w/shld sla experienced a crack in the body of the syringe.